Event description:
A 250 ml medibag unit was reported to be leaking where the bushing meets the inner of the bag. The leak was noticed during medication fill.

Manufacturer narrative:
One unit was reported to be leaking where the bushing meets the inner of the fluid bag. The leak was noticed during medication fill. The suspect unit will not be returned for an eval. The medibag was disposed of by the pharmacy tech. It is suspected that the failure was due to an assembly error.